Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about the discordant falsely elevated actm result. The ccc instructed the customer that the cause of the discordant falsely elevated result was user error in reporting a diluted result after a below assay range flagged original result. Dilution of a flagged below assay range sample is not prescribed in the actm instructions for use (IFU). The issue was resolved by customer education. Additionally, the sample was flagged for icterus interference both initially and on dilution: the actm instructions for use states in the limitations of procedure section: the instrument reporting system contains flags and comments to provide the user with information regarding instrument processing errors, instrument status information and potential errors in acetaminophen results. Refer to your dimension vista® operator's guide for the meaning of report flags and comments. Any report containing flags and/or comments should be addressed according to your laboratory's procedure manual and not reported. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely elevated, acetaminophen (actm) result was obtained on a patient sample on the dimension vista 500 instrument. The result was reported to the physician. The result was questioned by the physician. The customer stated that the patient was treated based on the discordant falsely elevated result on their belief of an acetaminophen overdose. It is unknown what treatment was provided to the patient. There are no known reports of adverse health consequences due to the discordant result or treatment.